Event description:
It was reported that the pt's device was showing high impedance on both system and normal mode diagnostics. The pt's device was programmed off. At this time, the family is discussing the possibility of x-rays or surgery and deciding how to move forward. Attempts for further info have been unsuccessful to date.